Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description, log files and service report. Fse was on-site for further investigation but could not duplicate the reported event or find any malfunctions with the ventilator. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator stopped working during patient treatment. There was no patient harm. Manufacturer's ref.#: (B)(4).